Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: one opening curved on the anterior. Leak test and microscopic analysis was performed which identified: one opening sharp on the anterior and broken striated on the suture tab (partial separation). Based on the device analysis the final assessment is: a striated broken on the suture tab (partial separation) due to surgical damage consist in the use of some surgical tool. One sharp opening due to an unidentified (tear) opening. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation of a tissue expander. Device has been removed and replaced with another expander.